Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2017; b3: event date is unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt's ins was not working so they quit using it a year or two ago so they let the ins battery completely die. They then tried to charge the ins a couple months ago (agent understood they did not get it to charge back up). Now the pt was needing a MRI of their lower back and inquired if they get a MRI will it hurt the machine. Agent reviewed MRI guidelines. When reviewing MRI guidelines agent asked if the pt had their lead removed and they said yes. Agent asked when and why the lead was removed. Pt responded stating that thank you and goodbye; agent asked the question again and said their cell phone connection was cutting out and they could not understand agent. Pt said they were going to disconnect the call and consult with their doctor. Agent was not able to ask any further questions towards the allegations and could not ask for hcp info due to pt disconnecting call.